Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, alinity havab igg, list 8p26, that has a similar product distributed in the us, architect havab-g, list number 6l27. Sid's: 825462114436, 825462747924, 130626647249, 053826605928.

Event description:
The customer reported false reactive alinity I havab igg results on four patients. Example results provided: sid 825462114436 = 1.57 / 0.99 / 0.33 s/co. Other false reactive results were generated on sids 825462747924, 130626647249 and 053826605928. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for reagent lot number 01269be00. The ticket search determined that there is normal complaint activity for this lot number. Return testing was not completed as returns were not available. Specificity testing was performed with a retained kit of lot 01269be00 all control values met specifications and no false reactive results were obtained confirming that this lot is meeting the alinity product requirements. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I havab igg assay, lot 01269be00.